Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
(B)(4). During maintenance/ service a "head error" was shown when starting. No patient involvement.

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person- (B)(4). The rotaflow console was investigated with the maquet - service order number (B)(4) by a getinge service technician on the 2018-04-26: a failure could be confirmed therefore the control board kit (pcba) was exchanged. No exchanged part does exist therefore no probable root cause is possible. No service protocol does exist therefore it cannot be guaranteed that the machine is fully functional again. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference#:(B)(4). One support#: (B)(4).